Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. It was reported that after implantation the patient experienced extrusion, infection, bleeding, urinary problems, and bowel problems.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence.